Event description:
The customer reported that the system displayed a faulty dap and battery after the hard drive was replaced. Also, there were bad block error messages displayed on the system.

Manufacturer narrative:
(B) (4). The ge service rep replaced the dap laser and cpu lithium battery. He then calibrated the unit. The system operates as intended.